Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information that was received in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 11aug2021. Twenty-five minutes of manual pressure was applied to the femoral artery, and a femstop device was applied for pressure on the femoral artery to stop the bleeding

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One 6fr angio-seal evolution device was returned for product evaluation. The returned device included the header bag, locator and hemostasis sheath and carrier tube assembly. There was blood-like substances on the returned device. The device appeared to be deployed and the suture was cut. The returned device was subjected to visual analysis. No anomalies were found on the device. The device sleeve of the carrier tube was in full rear lock position with color bands fully exposed. The device was subjected to fluoroscopy and it was not clear if the tamper tube was still within the device or not. Hemostasis sheath and carrier tube assembly were unmated, and a cut was made in the shaft of the carrier tube from the distal end. Presence of tamper tube was confirmed with the inner lumen of the shaft. The tamper tube was removed completely, and the outer diameter of the tamper tube and inner diameter of the carrier tube shaft were measured. Both the dimensions were found to be with in the manufacturer's specifications. Supplier quality was notified, and a supplier corrective action report (scar) was initiated, the device has been shipped out to the manufacturing facility for additional investigation. The complaint could be substantiated for allegation that the tamper tube has not released. A scar has been initiated to address this issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Phone number- unknown. Occupation: evt sister. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that (B)(6) was using a angio-seal this afternoon and it failed to deploy. Additional information was received on 28april2021: the doctor was using an angio-seal and it failed to deploy. The doctor pulled back on the device as usual, but the tamper tube failed to appear, he also did not see the green marker. The case was completed with manual compression.